Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a procedure using a capio device, the dart from the suture needle snapped off and was visualized on x-ray. The site was reopened, however, the fragment was found to be in an inaccessible location and could not be removed.